Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, the fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system does not start up and stays stuck at 00:00. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the pc which resolved the issue. The device was returned to use in good working order.